Event description:
Olympus was informed that during diagnostic colonoscopy, a tear occurred in the sigmoid colon. The mild bleeding was controlled with clips. No additional information was provided.

Manufacturer narrative:
The device was not returned to olympus for evaluation. However, the user facility examined the colonoscope and stated it was functioning normally. The device instrument history was reviewed and it was noted that the device was last serviced in (B)(4) 2012. The exact cause of the patient's outcome cannot be conclusively determined.